Event description:
Additional information received indicated the patient likely passed away due to natural causes, however, any device relation to the patient's death still remains unknown at this time.

Event description:
During review and follow up, the patient was found to have passed away. The causes of death were cardiac related and septic shock. There was no indication from a healthcare professional that an abbott device caused or contributed to the patient's death. The current location of the device is unknown. Further information was requested, but has not been received.